Event description:
Rptr had silastic breast implant put in right side on 10/88. It was removed on 2/91. Rptr had a build up of scar tissue and pain. Silicone found in left breast, 4 tumors in left breast, enlarged uterus, precancerous lining and uterine tumors, positive ana lupus, and ovarian cysts "fbgcr."